Event description:
Pump declared an altitude alarm, causing a suspension of insulin delivery. Caller declined to provide blood glucose level at the time of the event, but the issue was within the validated operating range for altitude, implying no adverse impact was noted. Technical support instructed the customer to clean speaker holes and attempt to resume insulin with the current cartridge, but this was unsuccessful. The customer then loaded a new cartridge, but the alarm recurred within 5 minutes. Technical support decided to replace the pump and cartridge and confirmed the shipping address. Customer was instructed to use multiple daily injections as backup and return the problematic pump to tandem using a pre-paid label.